Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has been receiving an abundance of air bubbles in their reservoir. The patient's blood glucose at the time of incident is unknown. It is believed that the customer is using the wrong size reservoir; their hospital gave them the incorrect size. The customer was advised to return the items to the hospital. No products were returned.